Event description:
It was reported that pump displayed malfunction code 12 with fault ID 12 ¿ 0x2071, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, which customer understood and acknowledged.